Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During device preparation for the af procedure, the contact force metrics were purple with no contact force reading. The connection was checked multiple times with no resolution. The tactisys was powered off and on with no resolution. The catheter was replaced and the issue was resolved with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.